Manufacturer narrative:
Additional information received from the local field representative indicated that a procedure has not yet been performed. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that a remote monitoring alert was received indicating this device had declared end of life (eol). The device had been implanted for approximately nine years. The device had declared eol due to a charge time greater than 30 seconds. The monitoring voltage was 2.52 volts. It was also identified that the right atrial (ra) lead pacing impedance measurements were greater than 3,000 ohms. The device was programmed to vvi pacing and the programmed ra outputs were 4 volts at 0.5 ms. The ra lead was not manufactured by boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
A procedure was performed and the device was explanted and successfully replaced. It was reported that the ra lead had been abandoned a long time ago.